Event description:
It was reported by the rep that when the device was used during an unknown procedure, it locked out. A new stapler was used to complete the case. There was no consequence to the pt.